Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed an error during a low-dose infusion of an unspecified medication. The event occurred in the intensive care unit (ICU). It was reported that after seeing the error, the user "swapped the set to a spare channel" and the involved device were sent to biomed workshop. There was no reported harm. When the biomed powered the device on, error code 210.6020 was displayed, and the screen stated maintenance mode. It is unclear if this was the same error code that displayed during patient use.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the device displayed an error during a low-dose infusion of an unspecified medication. The event occurred in the intensive care unit (ICU). It was reported that after seeing the error, the user "swapped the set to a spare channel" and the involved device were sent to biomed workshop. There was no patient harm. When the biomed powered the device on, error code 210.6020 was displayed, and the screen stated maintenance mode. It is unclear if this was the same error code that displayed during patient use.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : describe event or problem, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device displayed an error during a low-dose infusion of an unspecified medication. The event occurred in the intensive care unit (ICU). It was reported that after seeing the error, the user "swapped the set to a spare channel" and the involved device were sent to biomed workshop. There was no patient harm. When the biomed powered the device on, error code 210.6020 was displayed, and the screen stated maintenance mode. It is unclear if this was the same error code that displayed during patient use.

Manufacturer narrative:
Omit : g0204002 - keyboard/keypad. Additional information : imdrf annex a, c, d, g codes.

Event description:
It was reported that the device displayed an error during a low-dose infusion of an unspecified medication. The event occurred in the intensive care unit (ICU). It was reported that after seeing the error, the user "swapped the set to a spare channel" and the involved device were sent to biomed workshop. There was no patient harm. When the biomed powered the device on, error code 210.6020 was displayed, and the screen stated maintenance mode. It is unclear if this was the same error code that displayed during patient use.